Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor - icm exhibited undersensing and noise oversensing. The icm was reprogrammed and the patient experienced no consequences.

Manufacturer narrative:
Correction: h6 - "1383 - incorrect measurement" and "1535 - incorrect, inadequate or imprecise result or readings" should have been included.

Event description:
It was reported the the patient presented for a follow-up in clinic. Upon interrogation of the implantable cardiac monitor - icm it was noted that a ventricular tachycardia episode, which was treated with an automatic implantable cardioverter defibrillator (aicd), was not recorded. It was determined that the shock from the aicd was incorrectly interpreted as an episode of noise. The icm was reprogrammed and the patient experienced no consequences.